Event description:
It was reported to boston scientific corporation that the sheath of the nephromax renal dilator buckled during a percutaneous nephrolithotomy (pcnl) procedure. Reportedly, the sheath buckled while the physician was advancing the balloon, that had been inflated to 20atm. The pressure of the balloon was reduced and the procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
(B)(4) catheter kinked. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned nephromax renal dilator revealed that the sheath was kinked at 37mm and 80mm, distal to proximal end. Examination of the balloon catheter noted that the balloon material was fully deflated. Additionally, the single lumen shaft inside the balloon appeared stretched. The outer diameter of the balloon material was measured and found to be within specification. Most likely, operational context contributed to this event.